Event description:
My dental protector broke into two pieces. I wore it every night since the purchase on (B)(6) 2012. Please replace the dental protector. I am sending the lot # and the upc code.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.